Manufacturer narrative:
Unit received with unresponsive buttons due to keypad connector unlocked on lcd board. Unit received with broken reservoir tube lip. Unit received missing reservoir tube o-ring. Unit received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that reservoir compartment was broken. Insulin pump would need to be replaced. Customer's blood glucose was unknown.